Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 585 mg/dl and current blood glucose value was 90 mg/dl. Customer¿s mother reported that the infusion set had cannula was bent. Customer did not provide any symptoms regarding to high blood glucose episode. Customer's mother report they did not allege insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with on fluids or line of insulin and intravenous. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.